Event description:
A malfunction alarm with code malf 12 was reported by the customer, who experienced at least three occurrences of this issue with the pump. The reported blood glucose level did not exceed 500 mg/dl, and the most recent measurement was within normal range, indicating there was no adverse impact on the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump with updated software to be sent to the customer, who planned to use a backup therapy method to maintain insulin delivery. The customer received instructions on handling the replacement, including returning the faulty pump and ensuring proper storage.